Manufacturer narrative:
Method: device history review. Results: the event details confirm that the device was implanted over 8 months prior to the breakage being identified. The IFU states that "while the expected life of spinal implant components is difficult to estimate, it is finite...the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone." Furthermore correspondence with the international rep confirms that fusion was achieved. Per the IFU, these devices are only "intended to provide additional support during fusion," meaning that the device had served its initial purpose. Conclusion: the device has not been returned the exact cause of the event cannot be determined conclusively. However, it is likely that the screws experienced prolonged application of physiological loads. These loads are likely to have led to the fatigue fracture of the device.

Event description:
It was reported that after 8 months, the patient complained of back pain and an x-ray detected a screw fracture.

Event description:
It was reported that after 8 months the patient complained of back pain and an x-ray detected a screw fracture.